Manufacturer narrative:
Additional information: d8, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, there were no cracks, damage, or irregularities identified on the returned samples. There was no damaged noted on the "potting material" (the polyurethane). The sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected. A production records review was performed on the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinic manager (cm) reported that a visible external dialyzer blood leak was noticed at the end of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. Fresenius bloodlines were also in use. It was noted that the potting material inside the dialyzer appeared damaged. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient serious injury or medical intervention required as a result of this event. The patient had already completed treatment when the issue was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s clinic manager (cm) reported that a visible external dialyzer blood leak was noticed at the end of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. Fresenius bloodlines were also in use. It was noted that the potting material inside the dialyzer appeared damaged. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient serious injury or medical intervention required as a result of this event. The patient had already completed treatment when the issue was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.